Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary:the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for tilt, migration, and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately seven years four months post filter deployment a CT scan showed that the filter perforated, migrated, tilted and embedded. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately seven years four months post filter deployment the patient allegedly had a computed tomography scan that showed that the filter had migrated to heart, tilted, struts perforated and embedded in wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Bard g2x filter was deployed near the top of the l2 level and strategically below the renal veins, for a patient with saddle pulmonary embolism, shortness of breath, and deep vein thrombosis. The deployment was optimal, straight, and very satisfactory. The positioning was confirmed and documented that it was below the renal veins. Approximately, seven years four months of post-deployment, axial images using computed tomography (CT) abdomen was revealed that the inferior vena cava filter was tilted 8-degrees. The apex of the inferior vena cava filter did not touch the inferior vena cava wall. The inferior vena cava filter apex was less than 2 cm below the most inferior renal vein. There was strut penetration of 13 mm with adjacent duodenal involvement. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter migration. However, the investigation is unconfirmed for filter tilt as it was reported " filter was tilted 8-degrees and also the apex of the filter did not touch the inferior vena cava wall". Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, b6, d4(expiry date: 12/2012). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.